Event description:
The customer reported that the org went down again while monitoring patients. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the org went down again while monitoring patients. Another event of comm loss on this sn (B)(6) was reported in ticket # (B)(4). No patient harm was reported. Service requested / performed: evaluation / repair. Investigation summary: this device was sent in for evaluation on an earlier ticket, (B)(4) on 07/31/2020. From ticket (B)(4), nihon kohden repair center (nk rc) was not able to duplicate the issue of comm loss on org-9110a sn: (B)(6). As such the root cause for the comm loss on this org cannot be determined. As the org was found to be in good working condition by nk repair center, the cause of the communication loss and the indicating error light is most likely related to the customer's network environment. Communication loss occurs when the org is not able to communicate with cn's or rns's on the customer network. Ethernet cable damage, defective customer network switches, and instability in the customer network are known causes of comm loss on the customer's side. The use of incompatible software between the org and the cns/rns could also potentially lead to comm loss. As the cause of the issue cannot be confirmed and the unit was found to be in good working condition, a CAPA is not warranted.

Manufacturer narrative:
The customer reported that the org went down. Nihon kohden was not provided with information regarding the type of failure the device experienced or if they were able to resolve the issue. In addition, nk tech support has tried several times to contact them for troubleshooting purposes with no success. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical products: the following devices were being used in conjunction with the org: transmitters: no model or s/n(s) were provided.

Event description:
The customer reported that the org went down. No patient harm was reported.